Manufacturer narrative:
Correction to the 510k number. Device evaluation one power distribution combo, detached from the aluminum plate mount, was received by failure investigation for further analysis. Scratches were noted along the inside aspect of the plate mount. A visual inspection showed a slight crack on one side of the p3 connector for the power controller pcb, but does not appear to have contributed to the event. Also, there was a minor web-like blow out on the r6 resistor. The pcb assembly was installed into a failure investigation test ventilator; the piezo alarm was triggered upon startup with no loss of power. The failure investigation primary battery appeared to fail. The failure was isolated to being indicative of a hardware short circuit, which was observed on the three batteries related to this event. This may be associated with the minor blow out on the r6 resistor. The reported event for no power, smoke and a burning smell was not duplicated. Findings for the returned components showed the r6 resistor on the power distribution pcb as possible cause for the smoke and/or burning smell. The triggering of the piezo alarm upon startup appears to be associated with the drive circuit between the c4 capacitor and piezo alarm. Three (3) batteries were received for failure analysis. There was no visible distortion or damage was observed that may have affected the function of the battery. Firmware of the battery was tested and verified to be correct. The ventilator would not accept power from any of the three (3) batteries when disconnected from wall power and would not charge the battery when connected to wall power. The failure was isolated to being indicative of a hardware short circuit failure with the pb980 battery. There was no smoke observed during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) replaced the breath delivery power control distribution printed circuit board. The se performed electrical safety, all calibrations, extended self-testing on the device and all tests passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator "when ventilator is plugged up, smoke and a burning smell is coming from the inside of ventilator." The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.